Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed: mark two engineering, inc. Manufactured the 12mm reamer head for ria, part #352.250, and lot #7370604 on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2013. (B)(4). The parts were released to the warehouse on (B)(4) 2013. There were no material review reports, nonconformance reports or complaint related issues with this lot. The 12mm reamer head for ria was made to the synthes drawing p/n 352.250, revision ¿e¿, released on november 30, 2009. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; upon receipt, it was noted that the tip of the shaft is broken; two metal fragments are with the complaint, remainder unavailable. The material and the product dimensions near the breakage are within specification. Based on the evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of drive shaft broke off during removal of a nail and achilles lengthening procedure. Two of the flanges of the reamer head also broke off during use. This was only noticed after use when the product was taken apart, a small piece of metal was seen inside the drive shaft assembly. The remaining fragments were unable to be located. There was not extended surgical time or harm to the patient reported. This is report 2 of 2 for (B)(4).